Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07516 and 2134265-2015-07514. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. However, pullback stopped and "disconnected" occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition is fine.